Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. The helix extended and retracted smoothly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the right atrial (ra) lead implantation was difficult as ¿screw in and screw out¿ actions were required. After four different positions, the helix was not working properly anymore. The ra lead was not used and a different ra lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.